Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb cable burning /melting issue was verified, but the battery smoking and ac power charger burning /melting issues could not be verified; additionally, a melted usb port issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump began smoking. Additionally, it was reported that the tandem-provided charging supplies began burning and melting. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose level. A replacement pump and charging supplies were sent to resolve the issues.